Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: treatment/impact: rehabilitation, injected medication (specify: 2 ml of 1% lidocaine 2 ml of 0.25% marcaine and 2 ml of betamethasone) and oral/topical medication (specify: medrol dosepak), outcome: recovering/resolving.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that a clinical adverse events were received for conjoined tendinitis: device and procedure(relatedness). Device related: not related. Procedure related: possible. Date of event: 05 sep 2025. Date of implant: (B)(6)2025. Date of revision: no information provided. Device location: no information provided. Subject ID: (B)(6). Study no: (B)(4). Treatment/impact: rehabilitation, injected medication (specify: 2 ml of 1% lidocaine 2 ml of 0.25% marcaine and 2 ml of betamethasone) and oral/topical medication. Depuy synthes product used: catalog number: 520000036. Lot number: 662705. Component type: humeral. Unique device ID: (B)(4). Catalog number: 550011240. Lot number: 663951. Component type: baseplate. Unique device ID: (B)(4). Catalog number: 550300500. Lot number: 229406. Component type: screw. Unique device ID: (B)(4). Catalog number: 550040600. Lot number: 206414. Component type: screw. Unique device ID: (B)(4). Catalog number: 550532008. Lot number: 347232. Component type: glenosphere. Unique device ID: (B)(4). Catalog number: 550000360. Lot number: 664116. Component type: shell. Unique device ID: (B)(4). Catalog number: 550032000. Lot number: mi1777. Component type: liner. Unique device ID: (B)(4).